Event description:
A pt reported blood glucose results of "135 mg/dl" with a lifescan meter and "235 mg/dl on a lab device, performed within 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.